Manufacturer narrative:
(B)(4). Date sent: 12/7/2023. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4). Date sent: 10/12/2023. D4: batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device would not fire or open. Then, tried opening new device and that would not work. They opened a third device. Rep does not know if that third device used or if they used a manual override. No buttress was used. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 1/9/2024. D4: batch # 229c65. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60d reload present. The reload was received partially fired 3/4. The manual override feature had been used and was reset to test the functionality of the device. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted. The device event log was reviewed. A software error was found that caused the device to disable firing and articulation functions to prevent unintended operation of the device that could inadvertently harm the patient. The device can recover from this state by reinserting the battery. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the event log has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 229c65, and no non-conformances were identified.